Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with blurred vison in both eyes (ou) at a 19-day post-operative exam. A brief description from the surgery center indicated the patient's vision was blurry after the procedure and had not cleared up. The patient commented that she was having trouble focusing on a softball, it just stays a little blurry. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.75 x -.50 x 40, left eye pre-op 20/20 -6.00 x -.50 x 105. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.50 x 60, left eye post-op 20/20 .50 x .00 x 90.

Manufacturer narrative:
The patient had a follow up post op visit on 2/2/2018. The patient continues to experience blurred vision. The patient¿s comments were of cannot see hoops and cannot see image of self in the mirror. The (B)(6) indicated the patient shows blurred vision with little to no reaction to prescription as the patient has tried xiidra, muro 128 to control dryness and persistent haze. Topical steroid dosage was increased to resolve symptoms. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018, right eye post-op 20/20 .25 x -.50 x 90, left eye post-op 20/20 .00 x -.50 x 70. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.